Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction code appeared again.